Event description:
It was reported via a call report that the perfusionist phoned stating that the pump iap-050 s/n (B)(4) had been alarming "he loss 2 alarms" persistently since insertion of the intra-aortic balloon (iab) via the pt's femoral artery in the cath lab on (B)(6) 2012. Indications for use: low ef (ejection fraction) and surgical revascularization scheduled today. The perfusionist confirmed that the pt is not experiencing any ectopy and all connections are tight. There are no visible kinks and no blood in the catheter tubing. The perfusionist also confirmed that the plateau on the bpw (balloon pressure waveform) was a sharp return from the inflation artifact. The angle of insertion was normal according to the cardiologist who inserted the iab and excessive tortuosity was not present. The pt is now in the operating room for CABG (coronary artery bypass graft). The pt was undraped and the perfusionist confirmed that there is no kinking noted. After the perfusionist confirmed all of the above, the clinical support specialist (css) stated that this is a probable ruptured iab. The css did recommend that the iab be removed and replaced if the pt continues to need support post CABG. The perfusionist agreed and verbalized understanding stating that the iab would be saved after removal and returned for an eval.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.